Manufacturer narrative:
(B)(4) .

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 30mg/ml at 2.75mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient's pump was empty. The patient was no longer using the pump and the pump had gone empty. The patient went through withdrawal in (B)(6) 2015 and the pump had been alarming ever since. This was a sudden change in symptoms/therapy. The patient was requesting the pump be turned off permanently and the pump off authorization code was sent to the healthcare provider. It was further reported that the patient reported the event when he was seen at the clinic for new patient visit with a new healthcare provider. The patient had stated that they elected to no longer utilize their former healthcare provider for their pain management. The patient knew that his pump would run out of medicine and it did in (B)(6) 2015. The critical alarm sounded once an hour and the patient experienced the standard withdrawal symptoms of sweating, tachycardia, and elevated pain for a few weeks. The withdrawal symptoms had subsided by the office visit on (B)(6) 2015 and the patient was only taking acetaminophen for pain. The withdrawal symptoms had been resolved. The patient stated that they no longer desired to use tdd to manage his pain. The patient requested that the new pain manager prescribe oral opioids which work much better for me. The pain manager explained to the patient that the only opioids he would prescribe would be that delivered intrathecally via the pump. The patient stated he no longer wants to utilize the pump and that he wanted it turned off. The pain manager completed the request form for requesting the code to turn the pump off. The code was entered into the 8840 and the pump updated. The patient then discontinued services from this pain manager stating he'd go elsewhere for pain management.